Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting down.. The customer¿s blood glucose was 280mg/dl. Customer declined troubleshooting with tandem technical support.